Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that post implantation of the pump, the patient did not do well clinically and was intubated for much of the post-op period and was never discharged. The patient had multi end-organ issues and ultimately developed renal failure and expired. It was also reported that although the pump is not suspected, due to elevated ldh for several days prior, and power elevations noted in the system controller log file, the hospital returned the pump to the manufacturer for evaluation.